Event description:
It was reported that the user experienced hyperglycemia while using the ilet and sought assistance for an infusion set supply change; the contact detach tubing showed no visible leaks or bends, the supply change was completed, insulin delivery was resumed without issues, and glucose subsequently trended down to 175 mg/dl. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included reviewing user communications and analyzing information provided by the user. Investigation of this case revealed no specific device malfunction, and no findings were available to identify a root cause. It was concluded, based on previously established findings for similar reports, that the cause was not established due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.